Event description:
New information reported stated that the lead exhibited noise which caused auto mode switch episodes and noise reversion episodes. The noise could be reproduced with arm movements.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. The right ventricular lead exhibited brief noise episodes. The physician elected to continue monitoring the patient. No intervention was planned.